Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station had false drawer failure icon. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for(B)(6) was performed from the date of manufacture, 01-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist instructed the customer to reinsert the pocket in the same location, unload and reload the pocket if the issue persisted, and force a failure to recover it. The customer was also advised to try using another cubie in the same location to confirm whether the original cubie was defective. Customer was non-responsive to attempts to follow up for more information. Case was closed. No response from customer after multiple attempts.